Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the communication bus module and drawer boards and configured them to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user had rebooted the device and attempted to restore it multiple times but those efforts have not been successful. The user was not able to remove the medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.